Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited accelerated battery depletion. A review of the device data by engineering confirmed an unexplained high power consumption indicative of a hardware malfunction affecting the pacing circuitry. The device should be explanted and replaced. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device exhibited accelerated battery depletion. A review of the device data by engineering confirmed an unexplained high power consumption indicative of a hardware malfunction affecting the pacing circuitry. The device should be explanted and replaced. Additional information noted that a patient follow-up took place and the battery was showing five years remaining and the patient asked whether a replacement can be done after three months. A review of the device data by engineering that since the power consumption was abnormal and the behavior was unpredictable if a delay for replacement is desired/needed to consider the ability to monitor the device closely. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this device exhibited accelerated battery depletion. A review of the device data by engineering confirmed an unexplained high power consumption indicative of a hardware deficiency affecting the pacing circuitry. Due to this anomaly, device replacement was recommended. Additional information noted that a patient follow-up took place, and the battery was showing five years remaining and the patient asked whether a replacement can be done after three months. A review of the device data by engineering discussed that since the power consumption was abnormal and the behavior was unpredictable if a delay for replacement is desired/needed to consider the ability to monitor the device closely. Additional engineering review noted that the changes made in september 2022 have reduced the effects of the device hardware deficiency. However, this behavior can change, and the power consumption could spike again. A prompt replacement was still recommended. This device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device exhibited accelerated battery depletion. A review of the device data by engineering confirmed an unexplained high power consumption indicative of a hardware malfunction affecting the pacing circuitry. The device should be explanted and replaced. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device is expected to be returned. Should additional information this investigation will be updated.

Event description:
It was reported that this device exhibited accelerated battery depletion. A review of the device data by engineering confirmed an unexplained high power consumption indicative of a hardware malfunction affecting the pacing circuitry. The device should be explanted and replaced. Additional information noted that a patient follow-up took place and the battery was showing five years remaining and the patient asked whether a replacement can be done after three months. A review of the device data by engineering discussed that since the power consumption was abnormal and the behavior was unpredictable if a delay for replacement is desired/needed to consider the ability to monitor the device closely. Additional engineering review noted that the changes made in september 2022 have reduced the effects of the device hardware failure. However, this behavior can change, and the power consumption could spike again. A prompt replacement was still recommended. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited accelerated battery depletion. A review of the device data by engineering confirmed an unexplained high power consumption indicative of a hardware malfunction affecting the pacing circuitry. The device should be explanted and replaced. Additional information noted that a patient follow-up took place and the battery was showing five years remaining and the patient asked whether a replacement can be done after three months. A review of the device data by engineering discussed that since the power consumption was abnormal and the behavior was unpredictable if a delay for replacement is desired/needed to consider the ability to monitor the device closely. Additional engineering review noted that the changes made in september 2022 have reduced the effects of the device hardware failure. However, this behavior can change, and the power consumption could spike again. A prompt replacement was still recommended. No adverse patient effects were reported. The device remains implanted. Additional engineering review noted that the changes made in september 2022 have reduced the effects of the device hardware failure. However, this behavior can change, and the power consumption could spike again. A prompt replacement was still recommended. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited accelerated battery depletion. A review of the device data by engineering confirmed an unexplained high power consumption indicative of a hardware malfunction affecting the pacing circuitry. The device should be explanted and replaced. Additional information noted that a patient follow-up took place and the battery was showing five years remaining and the patient asked whether a replacement can be done after three months. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.